Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased sensing and decreased pacing impedance resulting in oversensing and noise reversion episodes were observed on the right ventricular (rv) lead. A revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular (rv) lead. During the procedure, insulation damage was visually observed on the rv lead. The physician suspects clavicular crush.